Event description:
A malfunction alarm was reported with the code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.